Manufacturer narrative:
Per evaluation from the manufacturer: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed. The device passed quality control at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described malfunction is mechanical damage resulting from wear of the adhesive at the tip of the c-mac blade, which occurred due to wear and tear during use and the reprocessing procedure. The wear of the adhesive causes fluid to penetrate the blade, which affects the electronics and can lead to a failure of the image transmission. The cause of the defect is therefore the improper use of the product. The investigations conducted above revealed no causes related to the labeling, the device, or its history. All production-related quality tests were passed, and no deviations were found in the device's manufacturing records. The labeling contained appropriate instructions and warnings. No systematic defect was identified. Should new or additional relevant information become available, we will continue the investigation accordingly. Should new or additional relevant information become available, we will continue the investigation accordingly. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was an issue with visualization; black screen, lines over the screen and blurriness. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The device is pending receipt by manufacturer.the investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).